Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer reported high blood glucoses after set change. Checked programming, insulin concentration, basal rates/times, bolus history , alarm history, programming is correct. Disconnect at quick release and programmed a 3u (u-100) fixed prime with reservoir in pump and insulin exited. Conducted high pressure test and pump alarmed within specificatins. Pump is operating as designed and does not need to be replaced.